Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous vessel. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.